Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that customer received multiple altitude alarms while hiking at an altitude of approximately 2000 feet. Subsequently, a malfunction alarm occurred. Customer¿s blood glucose (bg) was initially approximately 100 mg/dl and then rose to approximately 200 mg/dl. Reportedly the customer had manual injections as alternate insulin therapy.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction was verified. No failure related to the reported altitude alarm was identified.